Event description:
User believes the ise system aspirated a clotted sample because he received very low results for all ise assays on 6 patient samples. The erroneous results were not released. All results are in mmol per l. Sample 1 initial sodium was 102, repeated 140; initial potassium 3.2, repeated 4.3. Sample 2 initial sodium was 102, repeated 141; initial potassium 2.4 repeated 3.4. Sample 3 initial sodium was 104, repeated 146; initial potassium 2.9 repeated 4.0. Sample 4 initial sodium was 105, repeated 142; initial potassium 3.4 repeated 4.6. Sample 5 initial sodium was 114, repeated 141; initial potassium 2.9 repeated 3.5. Sample 6 initial sodium was 93, repeated 140; initial potassium 3.0 repeated 4.4.

Manufacturer narrative:
The technical service specialist suggested the user replace the sample probe which resolved the issue. The user then performed calibration and qc and repeated testing of samples.